Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which leads to the side rail breakage is related to an excessive force applied to the side rail. This is in line with the side rail condition (the side rail was bent) and the reported circumstances of the bed damage, the patient tried to leave the bed by climbing over raised side rails. The citadel plus instruction for use (IFU, 831.374 rev.14) includes below information: ¿side rails are not intended to restrain patients who make deliberate attempt to exit the bed.¿. ¿to minimize risk of falls or injury, the bed should always be in lowest practical position when the patient is unattended.¿. ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿. To sum up, arjo device failed to meet its performance specification since the side rail was bent. The device was used by a patient when this malfunction occurred. This complaint was assessed as reportable due to allegation about patient¿s fall. No injury was sustained.

Event description:
Arjo became aware of an event involving a citadel plus bed frame. The customer reported that a 430-lb patient in a state of delirium attempted to exit the bed by climbing over the side rail, despite being unable to walk. The side rail broke, and the patient fell from the bed onto the floor. An arjo service technician inspected the bed and found that the right-hand foot-end side rail was bent but still attached to the frame. No injuries were reported.